Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician investigated the unit and could not duplicate the error. The technician tested the unit to factory specifications and ran the system for over 2 hours. The unit never malfunctioned during testing. A supplemental medwatch will be submitted if additional information becomes available. Reference exemption # (B)(4).

Event description:
It was reported the device stopped working during a procedure, reset, ran and then stopped again. The device was quickly swapped for another. No reported patient effect. (B)(4).